Event description:
Dr returned the devices to mentor and mentor returned them to dow corning stating they were dow corning devices. There was no indication of any problems or injuries; however, upon investigation of the returned devices both were found to be not intact.